Event description:
Boston scientific received information that, after the implant procedure, it was found that the leads were reversed in the device header. The following day, a revision procedure was performed to correct this issue. No adverse patient effects were reported.

Manufacturer narrative:
Our records indicate this device remains implanted. If additional information is received, this report will be updated.